Event description:
During the index procedure the patient had an endeavor sprint drug eluting stent implanted in the 1st rpl. Approximately 4 months post the index procedure the patient had a non-target vessel revascularization due to coronary artery disease of the lad using an endeavor sprint stent. It was reported that the patient suffered a gi bleed approximately 21 months post index which required a transfusion. It was reported that this event was not related to the study device. The patient recovered with treatment. Approximately 22 months post index procedure the patient had a gi bleed. The patient was treated with a transfusion. Patient had another gi bleed event approximately 23 months post index which was treated with a transfusion and medication. It was reported that this event was not related to the study device. The patient recovered with treatment.

Manufacturer narrative:
Evaluation results and conclusions: (haemorrhage). (B)(4).